Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a connectivity issue in which a dexcom g7 cgm became unpaired from the ilet, and pairing initially failed until the user toggled settings, restarted the device, and re-entered the pairing code to restart the pairing process. Symptoms included no glucose data communication to the ilet due to loss of connection. Outcomes included user inconvenience and temporary interruption of automated insulin dosing decisions until data transmission resumed. Investigation included troubleshooting with device restart, communication re-initiation, and re-entry of the sensor pairing code. Investigation of this case revealed a pairing communication failure between the cgm and the ilet, consistent with a connectivity malfunction of the external cgm interface component, which resolved after standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption attributable to transient connectivity conditions.